Event description:
Brush head is loose, comes loose - oral-b [device connection issue]. Case narrative: adult female consumer via phone stated that the oral-b toothbrush head was loose and came loose mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.